Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was not returned with the device. It was noticed that the control wire was bent in the proximal section, specifically in the handle part. The movement of the handle indicates that there was a full activation of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the inner pull wire broke so the clip failed to release from the catheter. The procedure was completed another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.